Manufacturer narrative:
Product not available for return.

Event description:
The user facility reported that the device potentially caused a blade to break during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.